Event description:
Pt reported difficulty breathing after 38 sec angiojet run. Heart rate 80 (normal), lag time, heart rate up to 150, down to 60, the up to 80 (normal). Pmi field rep explained "IFU" on arrythmias.